Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the screen turned black. A field service engineer reseated the partially connected row board cable on drawer 6 and replaced the main bus cable due to white creases, restoring proper connectivity and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black and unresponsive. The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.